Manufacturer narrative:
Corrected data: h6 result codes 213. Additional information: h3 device evaluated by manufacturer? Yes. H6 method codes 3331 - 4109 - 4110. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# . All devices met material, assembly and performance specifications at the time of product released. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi (patient interface) clip to secure the suction ring to the pi (patient interface) cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a suction loss while laser firing. It was noted that 1 flap/ring was replaced and the surgery was completed successfully by converting the patient to photorefractive keratectomy.